Event description:
It was reported that the patient presented in clinic with an eroded pacemaker. The site was red and swollen due to infection. The physician did not allege that the infection was related to product nor the procedure. The entire system was explanted, and the patient was placed on antibiotics. A leadless pacemaker was implanted as a replacement on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.